Event description:
It was reported that during insertion procedure of the power trialysis, because the guidewire was bent, the catheter could not be removed. Therefore, the catheter with the guidewire inserted was removed. There was no reported patient injury. 07/08/2022 - two guidewires were returned for evaluation. The returned guidewires exhibited multiple kinks. This report addresses the second returned guidewire.

Manufacturer narrative:
The following were reviewed as part of this investigation:¿patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling.¿ based on a review of this information, the following was concluded: the complaint of a guidewire kink is confirmed but the exact cause remains unknown. One 15 cm trialysis catheter and two guidewires were returned for evaluation. One guidewire was returned extending from the distal end of the catheter. The guidewire contained kinks 5.5 cm, 32.5 cm and 42 cm from the proximal end. The second guidewire contained a kink 4 cm from the proximal end. The returned guidewires were attempted to be inserted through the distal end of the catheter. Resistance was noted at the bent regions of the guidewire. The inner diameter of the catheter was measured at the region resistance was experienced. The diameter was found to be within manufacturing specification. The outer diameters of both guidewires were also measured and found to be within manufacturing specification. Since kinks in the guidewires were observed to be present, the complaint is confirmed. Based on the information provided, possible contributing factors include bending of the guidewire during insertion or handling. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.